Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system ion selective electrode (ise) module was leaking fluid. Customer reported that the ise module drip tray was full of an unknown liquid. Bec customer technical specialist directed the customer to inspect the ise module for leaks and loose tubing. Customer was unable to locate exact source of leak. Customer then stated that an electrode may have been replaced and the retainer nut not tightened. Customer reported that all electrolytes calibrated and all quality controls were in range. Customer reported that they will monitor and contact bec regarding any further leak. Customer reported that no erroneous results were generated or reported outside the laboratory. Customer reported that no patient results were being run at the time of the leak. There was no report of adverse event or injury requiring medical intervention or patient treatment. To date, customer has not contacted bec regarding any further leak from the ise module.